Manufacturer narrative:
(B)(4).. Date of initial report: (B)(4) 2011. The sample has been requested but to date the incident sample has not been rec'd for evaluation. If the sample is rec'd or if additional information pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that there was a small amount of bleeding although an end tone, indicating a complete seal cycle, was heard. The surgeon felt the instrument was not functioning as it normally does. However, the device was used to complete the procedure. There was no blood loss and no pt injury.